Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the rotator broke during use. Injector settings: 20 ml/sec for a total of 9.8 ml at 834 psi. No harm or injury was reported.